Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular lead had high thresholds. The lead was explanted and replaced. The atrial lead had high thresholds and had been programmed off. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the medial segment of the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.